Manufacturer narrative:
(B)(4). Third party service technician evaluated the ventilator and was not able to duplicate customer's reported problem. The ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 141 hour extended tests at customer's settings. Ventilator passed initial final test and initial alarm volume test, which includes alarm and ventilation functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that their revel ventilator starts to deliver less volumes after 30 minutes after start up and eventually does not deliver any flows. There is no patient involvement on the associated event.